Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated, and the reported device damaged by another device appears to be due to user technique/procedural circumstances. The reported single leaflet device attachment (slda) appears to be due to a combination of challenging patient morphology/pathology and the reported device damaged by another device as the clip came in contact with the already implanted clip. Lastly, the reported unchanged mitral regurgitation was due to slda. The reported patient effect of unchanged mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that an initial mitraclip procedure was attempted on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Multiple clips were attempted to be placed; however, there was not adequate mr reduction and the mean pressure gradient increased with grasping. No clips were implanted and the procedure was aborted. The mr remained at 4+ and the gradient returned to baseline. On (B)(6) 2018 a second procedure was performed. One clip (80731u165) was implanted. A second clip delivery system (cds 80821u154) was advanced to the mitral valve; however, it interacted with the first clip. The implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was not implanted and the procedure aborted. The mr remains at 4+. There was no clinically significant delay in the procedure. No additional information was provided.